Event description:
The pt has two leads (from the same lot). It was reported the pt is no longer receiving adequate coverage. It was also reported the pt has been experiencing rib stimulation. Reprogramming was unsuccessful. X-rays were taken and revealed one of the leads had migrated. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.